Event description:
It was reported that patient noticed a sore inside their trachea as a result of skewed pressure distribution when the cuff was inflated and also notices that the cuff is leaking due to the asymmetry of the cuff. Customer states that before every trach is inserted, it is tested to make sure it is safe for use.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.